Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining imprecise creatinine kinase-mb (ckmb) results for one (1) patient's sample. All results were above the normal reference range. The results were generated by an access 2 immunoassay analyzer using access ckmb reagent lot 022302 and access ckmb calibrators lot 015879. The results generated by the access 2 immunoassay analyzer were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was li heparin plasma. The customer performs qc three times a day. Qc was within the customer's established ranges during the event. A system check performed on (B)(4) 2011 met specifications. Bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the transducer. All verification testing met specifications. A clear root cause could not be determined for this event.